Event description:
Information was received from the provider that the device exhibited an odor and the cord appeared to be damaged. The patient was using the device at the time of the reported incident. There was no reported patient harm. The device was evaluated and thermal damage was found on the bottom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.